Event description:
In focus release 2.5.0, when the plan uses an enhanced dynamic wedge (edw), the wedge factor is incorrect under a particular set of circumstances: a) the weight point is not along the central axis and b) the wedge is "flipped" from its default orientation. No pts were treated and the problem can be avoided by rotating the collimator 180 degrees rather than "flipping" the wedge.